Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited an atrial intrinsic amplitude out of range. The ra lead remains in service. No additional adverse patient effects or interventions were reported.